Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not booting up. As part of troubleshooting, the phiilips field service engineer (fse) reviewed the system log files and found that the host pc could not communicate with the flexvision pc. To resolve the issue, the fse reseated the flexvision pc cables, ethernet and power cables and performed cold restart, then checked the system operation, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.